Event description:
Philips received a complaint by the customer on the v60 indicating that although the device powered on and worked as intended, the liquid crystal display (lcd) was blank. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device powered on and worked as intended, the liquid crystal display (lcd) was blank. The customer attempted to order a replacement lcd screen; the customer found that he currently has a first-generation lcd and ordered a second-generation lcd. The customer requested the part number for the replacement user interface (ui) assembly and asked to be transferred to the parts department to set up a return for the lcd screen. The remote service engineer (rse) provided the customer with the part number and price of the replacement ui assembly for repair and transferred the customer to the parts department upon request. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.